Manufacturer narrative:
We are continuing to research this issue and have been testing a way to reprocess the images to obtain all the missed slices.

Event description:
The customer was questioning if all their tomo slices are there.

Event description:
The customer was questioning if all their tomo slices are there.